Manufacturer narrative:
Trouble shooting by clinical education specialist and healthtronics service hotline able to get machine up and running to complete the case. Further evaluation in progress by product support management.

Event description:
System failed to boot-up at the beginning of the procedure. After numerous restarts, the clinical education specialist contacted the healthtronics service hotline where he was given step by step instructions on how to reconnect the systems hard drive. Once this process was complete, the system booted up and functioned as expected without further delay. Patient under anesthesia 30 minutes prior to trouble shooting, 18 minutes for trouble shooting.

Manufacturer narrative:
Phone support / trouble shooting determined memory card required re-seating. This system is a mobile unit and can become susceptible to vibration over time. Additional information received revealed the patient treatment did not suffer any delay as physician was not ready to start the cryo portion of the procedure at the time the issue occurred. The original 30 minute delay reported was the time to get the system back up and running, not a delay to the patient procedure.